Manufacturer narrative:
This is initial/final MDR report being submitted with associated MFR# 3008264254-2017-00048. (B)(4). A non-sterile og cmplx xtrasoft coil 4x8 was received coiled inside of a plastic bag. No damages were noted on hub. The hypotube was inspected and it was found kinked at 127.4 and 129.5cm from the proximal end of the hub. The introducer tube was received un-zipped and was found in an elongated condition. The support coil, gripper and embolic coil were received outside of the introducer. The support coil was inspected and it was found without damage. The gripper and embolic coil were inspected under vision system; no damages were noted on the gripper while the embolic coil was found kinked. The functional analysis could not be performed due to the elongated condition of the body of the introducer tube. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of failure to re-sheath the og complx xtrasft coil was confirmed. The failure experienced appears to be due to the elongated condition found on the introducer tube; the damages noted on the received device were apparently caused by excessive force applied on it. However, the analysis suggests that the failure reported could not be related to the manufacturing process; handling and procedural factors could have contributed to this condition. No corrective or preventive actions will be taken.

Event description:
As reported by a healthcare professional, during the procedure, a deltamaxx cerecyte 18sys 7x33 and og cmplex xtrasoft 4x8 coil failed to resheath. The procedure was the coil embolization of a ruptured aneurysm at tip of the basilar artery. The patient¿s vessel was mildly torturous and not calcified. After an unknown stent was placed, a competitive coil was used. Then the deltamaxx coil (complaint product 1) was used for but it did not fit the lesion as intended. The physician tried to re-sheath the coil, was able to slid the re-sheathing tool to the proximal portion however was unable to re-sheath the coil. The coil was replaced with another one(galaxy). The og cmplex coil (complaint product 2) was the eighth coil used in this procedure. The physician tried to re-sheath the coil because the coil came out from the aneurysm into the parent vessel. However, the zipper of sheath introducer got stuck and could not be slid to the proximal portion. The coil was removed from the patient¿s body. The procedure was completed without further issues. However, due to the event it was delayed by 5 minutes. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and a constant flush was maintained at all times. No visible defect/damage was noted on the products prior to (and after) the event. No unintended detachment was observed in the vessel or in the microcatheter. The products will be returned for the investigation. No further information is available. Upon visual inspection of the returned device og cmplex xtrasoft 4x8 coil lot#17383920, the embolic coil was found kinked.